Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. Was there any additional tissue damage resulting from the search for the needle piece? - no. What is the surgeon's opinion of the potential consequences for the patient? There are n potential consequences for the patient could you kindly provide the lot number, please? 102xxp. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported¿ we have had an issue overnight with a 3.0 monocryl mcp3213h. The tip snapped off during a laparotomy and was luckily spotted by the scrub practitioner. The surgeon had to do some digging in the tissue to find the tip, which he luckily did.¿ no adverse patient consequences were reported. Additional information was requested.